Manufacturer narrative:
(B)(4).

Event description:
It was reported that stimulation was in the wrong location. Also it was reported that an overstimulation sensation occurred. It was reported that when the pt turned up the ins up to relieve pain in his left leg he now felt stimulation in right hip and ribcage. The pt was still having concerns regarding their device or therapy but had an appointment on (B)(6) 2011. It was reported that an explant revision and replacement took place (B)(6) 2011. A lead migration occurred due to a motor vehicle accident. The symptoms associated with the reported event were no stimulation in the painful area. The pt required hospitalization after the surgery and recovered without sequelae.